Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged data issue could not be verified; cracked touchscreen verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer inadvertently bumped the pump touchscreen causing it to crack. Pump was no longer functional. Customer also reported the pump history was missing. Customer's blood glucose (bg) was greater than 500 mg/dl. Customer reverted to using manual injections for insulin therapy.